Event description:
It was reported that there was high and gradualing increasing thresholds and noise was observed on electrogram. The patient alert was triggered due to high impedance and a lead fracture was suspected. The patient was intermittently symptomatic (slight light headed) with ventricular pacing as a result of loss of atrial capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693558 crdm defib lead, implanted: (B)(6) 2012. (B)(4).